Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The distal set up joint (suj) was replaced to correct the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. No image or procedure video was provided for review. A log review was performed and it was confirmed that the procedure was performed on (B)(6) 2022 using system sk0112. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer had errors on the universal surgical manipulator 1 (usm1). The clinical territory associate (cta) reported that the system faulted with errors, the customer disabled the usm, and proceeded with case setup as a three-arm system. The procedure was continuing with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.